Event description:
It was reported that the home patient (hp) experienced peritonitis. It was unknown whether the patient was hospitalized for this event. The treatment for peritonitis was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.